Event description:
47 y/o female admitted with complaints of lightheadedness, pacemaker malfunctioned with over and undersensing felt secondary to 4004 lead. New pacemaker and lead inserted, old lead was capped.